Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photo. A visual inspection of the returned photo noted malformed and unformed staples in the patients cavity. The loading unit can not be seen in the photo. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported conditions. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy of the lower right lung, when placed the stapler in the chest to prepare for the break of the interlobar fissure, the surgeon was able to press the green button and was able to fire but stopped midway. In addition, there was poor staple formation and found unformed staples scattered out of the magazine and was removed. Another reload was used to complete the case. There was no patient injury.